Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Year of patient's birth is reported as 1942. Additional product code: hwc. Device was reportedly implanted in (B)(6) 2013.

Event description:
Consultant reports regarding hardware removal and revision due to pain. The surgeon took out a 3.5 mm x 36 mm locking screw for a proximal humerus plate and replaced it with a 3.5 mm x 30mm locking screw for the same construct. This is report 1 of 1 for complaint (B)(4).